Event description:
It was reported that a novum iq large volume pump had broken brackets which resulted in the unit falling off the pole. This event occurred during an unspecified process step; however, it was reported that there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, it was noted that pole clamp adapter plate bottom was broken in half. It was also observed that the pem was missing off the bottom enclosure. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was a broken pole clamp adapter plate bottom. To resolve this issue, the bottom pole clamp adapter plate and bottom enclosure will need replacement. Should additional relevant information become available, a supplemental report will be submitted.